Event description:
It was reported that there was suspected subclavian crush of the leads. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 5076 implantable pacing lead (B)(6) 2005. Lead was not returned to the manufacturer.